Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer changed their infusion set and cartridge multiple times and the occlusion alarms continued. The customer experienced blood glucose (bg) levels ranging from over 240mg/dl to 400mg/dl and high levels of ketones identified as dangerous/life threatening. A correction bolus via the pump was delivered and manual injections were administered to address the bg levels. System check was performed and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula, they also declined to perform the 120 unit system check. The customer alleged that there was an underlying issue with the pump. The customer reported that a non-tandem pump would be used for insulin therapy.